Manufacturer narrative:
Unit alarmed compromised force sensor system during the prime/compromised force sensor system test due to protruded/loose drive support disk. Unable to perform occlusion, prime/compromised force sensor system, and the excessive no delivery test due to compromised force sensor system alarm. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while he was priming the tubing. The customer was unable to exit the preparing to prime loop. Customer's blood glucose level was 300 mg/dl. He treated his blood glucose level with a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.